Event description:
Pt complained that she could hear her hardware "clicking". Surgeon took an x-ray and discovered that the rod was broken from the iliac to s1. The surgeon did a revision surgery in 2008.

Manufacturer narrative:
Evaluation summary: the device history file was reviewed for lot #w2053, including material certificates, 3rd party material testing, and the inspection report and no nonconforming issues were noted with the material or manufacturing of the part. Also, after reviewing our complaint log there have been no reported incidents involving breakage with this type of rod.